Event description:
The intended procedure was completed using another scope.

Manufacturer narrative:
Corrected fields: b5 (information inadvertently missed on the initial), d9 (product was received prior to initial being sent and should have been marked yes). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd)/r-unit, however, the exact cause of the defects could not be specified. It likely the ccd unit failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the endoeye high definition ii, autoclavable video telescope was found to have a ¿green light (image) at the monitor¿ during inspection before use. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The suspect device will be returned to the legal manufacturer for investigation. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.